Manufacturer narrative:
E1: patient city: (B)(6) patient country: austria

Event description:
Reference number (B)(4) event occurred in austria. On (B)(6)2024, the patient reported that the infusion set was crimped at stomach and bottom. The patient also reported that the infusion set was bent at first day of use and the infusion set should be 2 inches away from the belly button region and 3 inches away from the previous insertion site. The patient was instructed to change the infusion set. No further information available